Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - the health of the bone and gums which support the teeth may be impaired or aggravated.". The treating doctor shared the deep bite and excessive overjet may have been a cause for the event to be related to the treatment. Align's clinical review of available records indicate patient did not have pre-existing periodontal disease neither recession according to the initial submitted images. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required gum graft (medical intervention to prevent permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported the patient presents symptoms of gum recession, discomfort, bleeding on tooth lr1 and required a skin graft (gum graft). The patient required medical intervention from a periodontist and it is unknown if medications were prescribed to alleviate the reported symptoms.